Event description:
Customer reportedly received results of 573 mg/dl and 205 mg/dl within 10 minutes on the advantage system. No high blood glucose symptoms reported with these results. No adverse event reported. Requested return of suspect device and replacement was sent.